Manufacturer narrative:
G5:510(k)#: k102985 . B4:(B)(6) 2021. The international service technician confirmed the issue by performing an operational check. The occurrence record of the alarm led failed diagnostic code was confirmed in the event log. The international service technician replaced the power switch overlay and the issue was resolved.

Event description:
It was reported the ventilator alarmed and showed the error alarm led failed. The ventilator alarmed continuously. The ventilator was on a patient at the time of the issue. There was no patient harm reported.